Manufacturer narrative:
(B)(4).

Event description:
A device sample was received in which the ptd basket was broken off. The broken device was snared out of the patient.

Event description:
A device sample was received in which the ptd basket was broken off. The broken device was snared out of the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned a 5fr ptd catheter and the product lidstock for evaluation. The catheter was returned with the basket retracted inside the sheath. Dried blood was observed on the catheter sheath. Visual examination revealed that the distal end of the black pebax tip was separated from the rest of the tip and was not returned. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket. The tip material appeared jagged and uneven, indicating a stress related tear. The basket was unable to advance from the sheath body, so the sheath was trimmed back to examine the basket. A significant amount of biological material was found in the basket. All of the basket wires were intact and secured within the basket connectors. No other defects or anomalies were observed with the ptd assembly. The remaining portion of the black pebax tip attached to the basket measured approximately .118" in length. The ptd basket was unable to advance or retract from the sheath. The ptd was placed into a lab inventory rotator to functionally test, and it was unable to rotate. The sheath was trimmed and a significant amount of biological material was found inside the sheath and basket. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was broken off. The tip material appeared jagged and uneven, indicating a stress related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined.